Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that when the staff went to press the o2 suction key, nothing happened. So the staff pressed it a second time at which point the unit did a warm start. The unit came back up in the same ventilation mode, but was alarming device malfunction on the screen with the additional message, press reset. Unit was shutdown and switched out with another ventilator. They manually ventilated the patient while the units were switched out. No patient injury reported.

Manufacturer narrative:
The service log files of the affected device were provided for the investigation. The user logfile for the time around the date of event was not available. Log analysis revealed that a temporary deviation (malfunction of display element) within the electronic system was detected by the safety system of the device and caused a software-controlled restart in order to restore a proper functionality, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina continues ventilation with the latest settings. The device behaved as specified and restarted in order to solve the display element deviation. The ventilation was continued after the restart.

Event description:
Refer to the initial report.